Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed undersensing and loss of capture on the right ventricular (rv) lead. During repositioning, the helix would not extend. The physician elected to explant and replace the rv lead. The patient condition was stable.